Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and dissection. Some sort of air bubbles or occlusion was observed inside the flush lumen. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. It was noted that flushing was functional in undeployed and basket state, but not functional in flower state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed kinking of the flush lumen. Based on testing of two returned devices with similar attributes, the observed material inside the flush lumen was found to be consistent with a uv acrylate adhesive. However, it is normal to potentially have the adhesive flow in between the flush lumen and strain relief, resulting in the observed "bubbles". Since flushing through the lumen was functional in undeployed and basket state, no leak path allowed for the adhesive to flow into the flush lumen and cause an occlusion. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the catheter was being prepared after its removal from the package the guidewire lumen was flushed manually with a syringe. Upon connecting the flushport though, air bubbles were discovered. An attempt was made to remove the air bubbles by aspirating and flushing, but this was not successful. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the catheter was being prepared after its removal from the package the guidewire lumen was flushed manually with a syringe. Upon connecting the flushport though, air bubbles were discovered. An attempt was made to remove the air bubbles by aspirating and flushing, but this was not successful. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.